Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure.¿ incomplete device was returned to manufacture; the anchor in the complaint was not returned and could not be evaluated.

Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2015. During the procedure, a juggerknot failed to remain in the bone. Another anchor was used to complete the procedure. It is unknown if another hole had to be drilled. No further information has been provided.

Manufacturer narrative:
Examination of returned device was inconclusive. The anchor was not returned and the complaint was unable to be confirmed.